Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power monitor) was confirmed. Upon investigation the battery pack was unable to charge or power up a monitor. There was a loose bus bar on pad p1 of the battery cells. The cause for the failure was isolated to the loose bus bar. The root cause for the loose bus bar could not be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor returned battery pack sn (B)(4) to report that it would not power up a monitor.